Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of an unspecified type of prismflex set "malfunctioned" during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2026-00069. All information can be found under manufacturer report number 8010182-2026-00069. Should additional relevant information become available, a supplemental report will be submitted.